Event description:
It was reported that metal shaving were seen on the collet. The condition of the device was discovered prior to the procedure. The account had a back up on hand to complete the procedure with no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the MFR for eval. The quality investigation is ongoing. A follow up report will be filed when the investigation is complete.